Manufacturer narrative:
(B)(4). Batch #: t5c62c. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired, with eight double drivers and two single drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, before the device was used on the patient, after opening the packaging, it was noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.